Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, fo lowing medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The patient's right groin was accessed by a 6f sheath. An angiogram was performed of the left and right carotids with a 6f diagnostic catheter. Angiography revealed a 95% lesion in the left internal carotid. The sheath was swapped out for a 90cm 6f over stiff exchange length guidewire. The lesion was crossed with a .014 guide wire and the 7mm spiderfx was placed in distal internal carotid. After the spiderfx filter placement, the angiogram showed slower flow. The physician decided to predilate the lesion with a 4mm x 20mm balloon and patient was fine at this time. The 10-7x40mm protege rx stent was then placed in the left internal carotid artery, extending into the left common carotid artery. Angiogram showed slower flow and a large arthro-emboli burden in stent. The protege rx stent was then post dilated with 5mm x 20mm balloon angioplasty. Angiogram still showed slower than expected flow and a large embolic burden in spider filter. The spiderfx was then removed per IFU. A following angiogram showed flow was improved, but not normal. However, the angiogram did not show any perfusion abnormalities in the distal cerebral vasculature. During this time the patient became unresponsive, with stroke like systems. The sheath was slowly pulled back to check for a possible ostial common carotid lesion. There was none apparent. After further review of case, physicians believed the left common carotid was tortuous and the sheath may have caused it to kink. There was a large embolic burden in the spiderfx post procedure when examined outside of body. The patient was pretreated with aspirin, plavix and heparin. After follow up on the patient 4hrs later, his neurological status was back to baseline and doing well. Please reference MDR 2183870-2014-00052 for the protege rx used in this procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.